Manufacturer narrative:
The mcs tip cover accessory was returned for evaluation. Failure analysis confirmed the customer reported complaint. The distal end of the mcs tip cover accessory exhibited localized melting which is indicative of arcing. The tip cover was found with a hole starting at the silicon overmold of the tip cover measuring approximately 0.15¿ x 0.04¿. The damage appeared to be a crater-like hole originating from the inside going out. Isi also received the mcs instrument involved with this complaint and completed investigations. A visual inspection of the instrument was conducted and no damage was found the site¿s system logs with a procedure date of (B)(6) 2018 were reviewed. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced through the mcs tip cover accessory. As a result, the patient reportedly sustained a burn injury that was oversewn by a general surgeon as a precaution.

Event description:
It was initially reported that during the da vinci-assisted hysterectomy procedure, a burn injury was observed on the patient's bowel and a hole was found on the monopolar curved scissor (mcs) tip cover accessory that was installed on a mcs instrument. On 11-jun-2018, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: the robotics coordinator was not present in the room when the event occurred. The surgical procedure was not recorded on video. The robotics coordinator reviewed the operative report. It was noted that the mcs instrument and tip cover were inspected prior to the procedure and no issues were found. The mcs tip cover accessory was installed with the installation tool and no electrolube was used. The surgeon was using 30 cut and 40 coag generator settings. There were no reports of any instrument collisions. According to the robotics coordinator, while the surgeon was dissecting the bladder off of the uterus and down along the cervix, the surgical staff witnessed a ¿spark¿ from the wrist of the mcs instrument. The ¿spark¿ allegedly injured the small bowel which she described was a ¿serosal burn.¿ as a precaution, a general surgeon was called in to oversew the burn injury. After the burn injury was oversewn, the mcs instrument and mcs tip cover accessory were replaced. The mcs tip cover accessory involved with the reported event reportedly had a ¿big hole.¿ at an unspecified time later during the surgical procedure, the surgeon ¿hit a bleeder¿ which was attributed to the size of the uterus and difficulty of the case. The vessel injury reportedly occurred while the surgeon was trying to find the edge of the cervix. In order to control the bleeding, the surgeon made the decision to convert to open surgery. After the bleeding was controlled, the surgeon decided to ¿run the bowel.¿ no other bowel injuries were identified. The surgical procedure was completed via open surgery. No post-operative complications have been reported.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received an FDA voluntary report on (B)(6) 2018 with patient identifier ¿(B)(6) 2018 intuitive¿. The report provides the following event description: a (B)(6) female was admitted for a scheduled robot assisted hysterectomy. The surgeon turned her attention to freeing the uterus from the bladder. The surgeon noted that this was ¿exceedingly difficult¿ due to significant adhesions from prior surgery. It was during this phase of the surgery that ¿a spark was noted to jump from the wrist of the monopolar shears to the small intestine. A visible burn was noted on the bowel¿. The circulating nurse states that after removal the ¿shawled scissor tip was damaged (hole in the rubber sealer) which led to the pt being burned on their bowel¿. Based on the current information provided at this time, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced through the mcs tip cover accessory. As a result, the patient reportedly sustained a burn injury that was oversewn by a general surgeon as a precaution.